Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose and insulin pump had blank display. The customer's blood glucose level was 422 mg/dl and treated with the manual injection. It also reported that display is blank and display was not blank less than 30 seconds. Display did not return after pump restart. The customer reported that the battery compartment was neither damaged nor corroded. The customer will return insulin pump for analysis.

Manufacturer narrative:
Device received with blank display due to missing battery cap metal contact. Device was tested with a test battery cap. Device received with operating currents within specification. Device passed self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with minor scratched display window, case and keypad overlay.